Event description:
It was reported that the system 9900 was losing cine run data. There was no adverse pt involvement reported. All reported pt info has been recorded above.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The software was reloaded. The system was tested and found to be working as intended and placed back into service.